Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a picture of the instrument provided and it was noted that the instrument was broken in the middle of the stick-body of the instrument. The image was reviewed, but without the instrument, the root cause could not be determined. Isi did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional related observation: the instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, when surgeon removed the maryland bipolar forceps instrument from arm in a forced position, working rod was broken. The procedure was completed as planned with no reported injury using a backup instrument.